Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent recurrent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the recurrent defect with moderate amount of adhesions of omentum and bowel to the abdominal wall in the area of the previous mesh repair. The surgeon took down the omentum and multiple loops of bowel that were directly involved with the superior portion of the mesh. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted a large amount of adhesions and the previously implanted mesh had eventrated through and the other mesh was lying within the recurrent defect. The surgeon lysed all the intraabdominal adhesions to the eventrated meshes and dissected loops of bowel that densely adhered to the anterior abdominal wall. The mesh was removed. It was reported that the patient underwent recurrent ventral hernia repair surgery on 8/27/2013 during which the surgeon noted he excised several areas of excess mesh in the midline that were not incorporated into the fascia. It was reported that the patient experienced severe pain and inflammation. Other procedures are captured on a separate file. No additional information is provided.